Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with ("borderline") diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400; patient's personal diabetes manager was damaged due to increased water activity and she didn't have backup insulin for treatment. Symptoms reported include hyperglycemia. At the hospital, the patient was treated with an insulin drip (treated with both long and short acting insulin) and fluids. Patient would also be prescribed long and short acting insulin for home treatment upon release, which she anticipated to be in the next day or so. Patient had been hospitalized about 18 hours at the time of reporting.